Manufacturer narrative:
A ge service rep performed an on site investigation. The battery charger board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system was tripping the circuit breaker on the workstation during the case. No pt injury was reported.